Event description:
The following was reported to hamilton medical ag: when medical staff were using the ventilator for critically ill patients, they found that the ventilator suddenly malfunctioned a few minutes after starting up and working. Even after manually restarting the ventilator, the malfunction persisted and it could not be used normally. They immediately replaced the spare ventilator. No health consequences or impact.

Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4).

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information.

Event description:
The following was reported to hamilton medical ag: when medical staff were using the ventilator for critically ill patients, they found that the ventilator suddenly malfunctioned a few minutes after starting up and working. Even after manually restarting the ventilator, the malfunction persisted and it could not be used normally. They immediately replaced the spare ventilator. No health consequences or impact.